Event description:
The facility representative reported a flogard infusion pump with a malfunction of "machine sound". It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation:the reported problem of "malfunction of machine sound" was confirmedduring service evaluation. The device showed a low battery alarm on display during power up which was caused by defective main battery. Main batteries were replaced to resolve the reported problem. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.